Event description:
It has been reported to philips that c-arm movements were not functioning. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was problem with the arc movement. Upon functional testing, fse found that the geometry of tso does not individualize the movements. The fse replaced geo tso. After which, the system was returned to good working condition. The codes were updated based on the investigation outcome.